Event description:
The patient went through withdrawal; the pump "wasn't working." The pump alarmed for 2 weeks. The patient sought medical treatment at a hospital where he was given 10-15 mg of morphine and redirected to his pump hcp. Per the reporter, he went to the hcp who refilled the pump and then told the patient the pump "broke." The pump was then replaced on (B)(6). The pump had a "battery issue." As of the date of this report, the patient no longer experienced any pump issue. The pump contained morphine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the alarm the patient was hearing sounded like ¿an ambulance vehicle from london.¿ it was also noted that the pump had stopped distributing fluid. In addition to withdrawals, the patient also experienced shakes and pain and was sick to his stomach.

Manufacturer narrative:
Catheter model 8731 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk; catheter model 8709sc serial# (B)(4) implanted: (B)(6) 2012 explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported they "let the pump go dry" in (B)(6) 2012 and the pump was alarming. The patient ended up going to the emergency room (ER) and they gave him morphine and he was to see his healthcare provider (hcp) the next day to be refilled. It was reported the patient had to wait until the next day to be refilled and the pump was actually dead and had to be replaced. The patient had a new pump implanted in (B)(6) of 2013. The patient was then getting therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s health care provider (hcp) had not believed the patient with his first pump that it ¿wasn¿t working¿ and they let him suffer for three weeks with no medication.